Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and frozen screen. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a blank display. The customer was assisted with trouble shooting and after inserting a new battery the display returned. The customer states the version screen was frozen. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No frozen screen, audio or beep or vibrate anomaly or button error alarm noted. Device time or clock moved. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted.